Event description:
Related manufacturer reference number: 3006705815-2025-00118, 1627487-2024-12715. It was reported patient experienced discomfort at the ipg site. To address the issue, patient underwent surgical intervention wherein the entire system was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.